Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A DHR file for part #338.26, lot #440012 combination could not be found in the synthes systems. If more information becomes available this DHR review will be revisited. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, while inserting a dynamic hip system (dhs) plate with the impactor, the plastic portion of the impactor broke. The pieces were retrieved successfully, and the surgery was successfully completed. There was no patient harm or surgery delay. This report involves one (1) ti tip for dhs®/dcs® impactor (338.28). This is report 1 of 1 for (B)(4).